Event description:
This letter is to inform you of this adverse event as the device in question is not manufactured or imported by biosense webster, inc. It was reported by our bwi field representative that the patient became hypotensive and needed a pericardialcentesis. The physician informed the bwi field representative that the issue was related to the st. Jude ultrasound catheter. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).